Event description:
It was reported that a large volume folfusor did not flow. This was observed during patient infusion. The device had been filled with piperacillin/tazobactam18g and citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from february 07, 2022 - february 08, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.